Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the anvil and the device could not be connected. Additional resection under 3cm was done and another device was used for anastomosis. Bleeding under 200cc occurred. Operative time was extended more than 30mins.

Manufacturer narrative:
(B)(4).